Event description:
Five months after the procedure, the pt had angina, restenosis, chest pain, myocardial infarction (mi) and st-t abnormalities. The pt was a male with a history of hyperlipidemia. The indication for the index procedure was worsening exertional angina. The coronary arteries that were >50% stenosed were the proximal right coronary artery and the 2nd obtuse marginal branch (om). The target lesion was the 2nd om. The vessel diameter was 2.5 mm and the lesion length was 25mm. Pre-procedure stenosis was 90%. There was no calcification and no tortuosity. Timi flow pre-procedure was 3. The lesion was pre-treated with a 2.5mm balloon at 8atm. There was a type a dissection noted after the pre-dilation. Two stents were placed in the vessel. The 2.5 x 18mm balloon was deployed at 14atm and the 2.5 x 8mm stent was deployed at 12 atm. The stents were overlapping. The delivery balloon was used to post-dilate the stents at 20 atm. Final stenosis was 0%. The highest act was 493. The pt was discharged the following day. Cardiac enzymes were normal pre and post procedure. Five months later, the pt underwent a repeat angiography due to recurrent angina. The angiogram revealed a 99% restenosis of the left circumflex. The pt underwent successful balloon angioplasty in the 1st om. Post-procedure stenosis was 0%. The pt was discharged the next day. Two weeks later, the pt was admitted with an ugi bleed and a hematocrit of 25.9%. The pt underwent a transfusion and aspirin and clopidogrel were discontinued temporarily. The pt underwent a gastroscopy the next day, which revealed a gastric ulcer. The day following the gastroscopy, the pt experienced chest pain and the site reported the pt suffered a non-q wave mi. The ECG lap reported intermittent new extensive anterior st-t abnormalities, intermittent inferior st-t abnormalities and no new q waves. The pt was discharged 5 days later.

Manufacturer narrative:
This is one of two products involved with the reported event. The associated MFR report number is 9610978-2007-00337. A review of mfg route sheets was completed and results indicated this lot of products met all requirements for product acceptance. This lot was part of a double blind study and the stents of this lot were not drug coated. Add'l info will be submitted within 30 days of receipt.